Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that critical care nurses reported in an online survey on behalf of a respondent that indicated the following complaint in an online chart audit: in the online survey a physician stated that no, the patient was not stone free at procedure completion. In relation to x-force nephrostomy balloon dilation catheter with eagle inflation device.